Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced sharp stomach aches after the physician performed a "procedure," expressed as "became a ball of fire." The type of procedure was not known by the pt; however she believed she had an inflammatory mass. It was also stated that another healthcare provider had informed the pt that she had "liver cancer" and the mass was due to that condition; however pt did not believe it. Pt had lost (B)(6), could not eat and her legs were "numb;" "nearly paralyzed." Pt never had therapeutic effect and was currently at home. Pt had been referred to her implanting physician to have pump explanted; the appointment was on (B)(6) 2011. It was also noted that there was no drug in the pump since about a month. Pt was emotionally disturbed, wanted to "die." It was later reported that the pt was "on couch for over five months; legs were getting so bad." Pt felt she was getting worse. It felt earlier like she had "sand weighing her down and now it felt like rocks." Other symptoms included tingling, numbness, and burning. Pt was afraid that she was going to be totally paralyzed, because she "has had to wait so long to get the pump removed." The drug that was delivered via the pump was dilaudid. A f/u report will be sent if more info becomes available.